Event description:
It was reported that the pulse generator could not be interrogated due to premature eol. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found the pulse generator to be in bvvi, with no telemetry and no output due to a depleted battery. After an external power supply was connected, a software download was successfully performed. Normal device function ensued.